Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use of the listed device, blood mixed in with the water. It is unknown whether water entered the patient's blood stream. No adverse health outcome resulted and no medical intervention taken in response to this event. Following procedure, visual inspection by customer observed a crack in the blood tubing.

Manufacturer narrative:
One used tubing set was received for evaluation. Visual inspection of the tubing found a visible crack in the blue reflux connector (attachment point to the warmer). No other defects were found anywhere else on the set. Leakage testing of the tubing was performed by assembling the device to a warming unit and allowing the unit to run an infusion while under observation. A blue-dyed liquid was used to simulate the infusate. Shortly after start of infusion, blue liquid was observed in the warmer's water reservoir as well as within the tubing's outer lumen. This confirmed that the crack observed in the connector could result in a mixing of the water reservoir with the patient infusate. Following confirmation of the reported event, the manufacturing process was reviewed by quality personnel. A random sample of 32 units were taken from a current production lot and visually inspected, no damage or defects were found. The bonding operation between the tubing and connector was reviewed and verified to be free of discrepancies or conditions that could contribute to the product problem. Lastly, the 100% leak test was observed for ten cycles; the operation was confirmed to be properly performed. The evaluation of the returned sample and the review of the manufacturing process could not definitely establish root cause of the reported issue. However, the two most probable root causes were determined to be that the blue reflux connector was received damaged from the supplier (ana global); or, rejected product was not properly segregated following the 100% leak test. In order to address the two possible root causes, the following actions have been completed. First, an improvement to the manufacturing procedure was made previous to this complaint (but after production of the product related to this event) which adds clarity to the segregation procedure at the 100% leak test. Second, a notification was sent to the supplier of the reflux connectors informing them of the issue. Third, retraining of production personnel on bonding operations and the 100% leak test was performed. Lastly, a visual aid was added to the manufacturing procedure with examples of cracked and unacceptable reflux connectors.